Manufacturer narrative:
Event site name: (B)(6). Initial reporter: (B)(6). The iabp has two battery bays which accommodate exchangeable rechargeable batteries. The system automatically switches to battery power if ac power is not available (intentionally or due to power loss). Prior to portable operation, the battery should be fully charged. The current state of charge of each installed battery is depicted in the battery icon display area on the monitor display. The percentage of charge on the battery pack can be observed by depressing the charge status button located on the back of each battery pack. Five leds are provided to indicate the state of charge. Each led indicates approximately 20% charge. To view the battery status, press the button located on the front of the battery. The leds will illuminate informing the user of the battery's approximate state of charge. Additionally, the battery status leds will be illuminated when the battery is charging. However, in this state, the led representing the current state of charge will continuously flash informing the user that the battery is charging. Cardiosave can have two configurations: hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed, ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume, upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode, meaning if the iabp was docked into the hospital cart that is attached to the ac power line, and if the docking was not performed correctly, then the system will not be able to automatically use the ac power to charge the batteries and will result in batteries not charging. For complaints that were identified to have incorrect docking of the console in the system or absence of ac power: the root cause is user related. CAPA 326047 is initiated to implement a software update to include an iabp docking status indicator in the cardiosaves ui.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Patient involved. No harm reported. The treatment was completed and there was no patient harm. The issue discovered by the customer. The unit is not charging battery. The fse was dispatched to evaluate the unit. It was reported that issue was confirmed over phone. Instructed customer on how to reseat the console in the cart. Confirmed unit began charging batteries. Issue resolved over phone, no service visit needed. No parts to return or replaced. No logs available.